Manufacturer narrative:
Reported event of stent positioning/placement problem. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal stent was used during an esophageal stent placement procedure in the lower esophagus on (B)(6) 2015. According to the complainant, the stent was to be used to treat a 5 cm malignant stricture in the lower esophagus. Reportedly, the lesion was dilated 30 days prior to the procedure and the patient's anatomy was not tortuous. During the procedure, the physician placed the stent and attempted to pull the stent up; however, the stent suture broke and the stent migrated into the stomach. The stent was removed using a rat tooth forceps and an "endo cover." The procedure was completed with a polyflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.